Event description:
It was reported that a patient underwent a da vinci-assisted right hemicolectomy procedure. The surgeon indicated that the patient had normal mesentery and that as he closed the patient, the mesentery was ¿bone dry.¿ additionally, the surgeon indicated that an unspecified time later the patient lost 1 liter of blood. The following information is unknown: when the bleeding was identified, the source and cause of the bleeding, and what medical intervention was rendered due to the bleeding. The surgeon claimed that the vessel sealer extend (vse) instrument had a sealing issue and contributed to the event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
As of the date of this report, the cause of the operative complication cannot be determined. As of the date of this report, the vse instrument has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The e-100 generator logs were reviewed and there were no signs of sealing issues. There were a few instances of high initial starting impedance errors, but these are due to too much tissue or fluid in between the jaws and, according to the logs, the user was able to utilize the sealing function numerous times after the error. No photographic images or video recordings are available for review. This complaint is being reported due to the following conclusion: a patient underwent a da vinci-assisted right hemicolectomy procedure and experienced blood loss of 1 liter. It is unknown what medical intervention was rendered due to the blood loss. Additionally, the cause of the operative complication is unknown although the surgeon claimed that the vse instrument had a sealing issue and contributed to the operative complication.